Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that white balance could not be removed, image was unclear, and image was not captured on the hd autoclavable camera head. The issue was found during preparation for use in a therapeutic procedure. The facility completed the intended procedure with another device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bad imaging quality due to separation of the lens of the imaging unit and part of the cable was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.